Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "pt arrived at clinic and reported his 'pump' leaked. Patient states he had blood on his abdomen and was able to clean with soap and water and changed his shirt. Patient does feel that the leak was after the 5fu pump had completed. Patient did clamp the tubing attached to the huber needle and had no more leaking. Disconnected pump and went to flush via neutron adapter. Flush sprayed out via lower area of port tubing not at a connection on the tubing. Explained to patient I would need to de-access port needle and re-access in order to flush the right chest port. Able to re-access and flush port without issue with both ns and heplock."